Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage no leak could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd (B)(6) pump module (B)(6) infusion set was damaged. The following information was provided by the initial reporter: "please open a case regarding an issue with the (B)(6) connector."